Event description:
Patient reported having loss of therapeutic effect and leakage on (B)(6) 2017. Patient had poor communication on patient programmer. Patient had swelling and bandages still present on incision site. Patient was able to communicate during call and implantable neuro stimulator (ins) was not on. Caller turned on ins. Patient was set at a comfortable stimulation feeling. Additional information received on 2017-02-22 as patient's symptoms were getting worse and the patient couldn't feel stimulation. Caller increased to 2.7 v but felt stabbing sensation so decreased to 2.65. Caller stated the patient had an appointment with doctor next week. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient and a manufacturer representative (rep) were contacted. The patient and their family were educated.